Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the unit was not working. Per service manual operational and diagnostic, the reported failure was confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. During evaluation, the unit presented error code 200 and the foot was found damaged and it was replaced. A software upgrade was performed on the unit. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as faulty parts.   At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the vapr vue generator device was not working. During in-house engineering evaluation, it was determined that the device presented an error code 200. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.